Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation, it was determined the atrial leadless pacemaker (lp) exhibited phrenic nerve stimulation and intermittent capture depending on patient position. The lp was explanted and replaced. The patient was discharged following the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of capture issue was not confirmed. The device was above elective replacement indicator (eri) upon receipt. Analysis performed, including thermal and mechanical stressing of the device, indicated that the pacer exhibited normal device characteristics. Pacing output was also measured and no anomaly was noted. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.